Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately three months post implant asymmetric vault was identified and the patient had myopia. The surgeon stated no real anterior phimosis, but the rhexis is oval along the axis of the lens. The surgeon is evaluating treatment options.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The device lot number is unknown; therefore, a review of device history record (DHR) could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined.